Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the cuff air pressure was unable to be adjusted properly. The customer suspected leakage of air occurred in the cuff. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
While performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it. Mknutson